Manufacturer narrative:
(B)(4). The exact occurrence date of the breach in aseptic technique and connection issue was not reported. However, the date of hospitalization for the peritonitis is known. The sample was requested but is not available. The cause of this peritonitis was reported to be use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
This is a report of a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not properly tighten the patient line to the transfer set and the line disconnected during therapy. The patient reconnected the patient line after the incident, resulting in a break in aseptic technique. The patient was hospitalized for the event. Treatment was not reported. The patient was discharged from the hospital and recovered from the peritonitis. The patient was retrained on proper procedures.